Event description:
Caller stated she was diagnosed with pre-cancer cells. The dermatologist applied levulan cream on her face for an hour then treated her with blu-u light. Caller reported she did not want the treatment and refused but the doctor insisted. Ever since the treatment, caller has suffered from reactions. She has experienced burning and irritation on her face, disorientation, confusion, flashes of light in eyes, and generalized heat rushing through her entire body followed by cold rushing through her body. Caller experienced severe hypotension and was taken to the hospital via ambulance.